Event description:
Reporter called to inform the FDA that the dexcom g6 continuous glucose monitors (cgm) that she has been receiving have been malfunctioning. The sensors continuously fail to communicate with reader and will not obtain her blood glucose levels. With these failures, her blood glucose has been very high and very low while trying to use the devices due to their inability to obtain readings. She has called the company on numerous occasions and they are difficult to deal with, either sending replacements or not providing feedback about the failed sensors that were sent back. Reporter also stated that when calling the company, the phone responders do not know anything about the devices or have any knowledge about diabetes I or ii. Reporter said that dexcom will not send the updated g7 sensors due to them wanting to get rid of all the older g6 sensors before sending out the updated devices. Additionally, reporter stated that she is having an allergic reaction to the adhesive that dexcom uses for the sensors which requires further treatment associated with the device.